Event description:
Pt was revised to address suspected loosening; however, despite hrs of trying to remove the stem, it could not be removed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the prod and lot code was unavailable. The investigation could not verify or identify any evidence of prod contribution/error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.